Event description:
Slc55g dlu calibrated, closed and fired successfully until surgeon stated that there were no staples present, however it fully transected. A visual hole was observed on the lung. Case was completed using a competitive device.